Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy pacemaker (crt-p) was ¿already dead¿. Follow up with the physician office yield no further information. The device is still in use. No patient complications have been reported as a result of this event.